Event description:
It was reported that during a da vinci-assisted surgical procedure, the nurse reported that the surgeon was encountering an issue during the procedure yesterday and today where the instrument in the universal surgical manipulator (usm) 3 was drifting. Logs reflected error 23075 showing drifting in the right master tool manipulator (mtm) of the surgeon side console (ssc) 1. The technical support engineer (tse) questioned if the surgeons head was still in the console with their hand off the right manipulator at the time of the drifting but was uncertain. Tse cautioned against removing the surgeon hands while the head was still in the surgeon console. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm for failure analysis (fa) testing and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported issues failure was not confirmed nor replicated. Upon visual inspection no issues were found that would be related to the reported event. The unit was installed onto a golden system and the system trigger no related error. The unit was then installed onto a pftp when the sensor checks fail and sine cycle failed trigger error 23008 on yaw. Once tested was completed, the yaw searchlight pca was aba tested and was verified to be the source of the fault. As a result of these findings failure analysis was able to conclude that the yaw searchlight was found to be the potential root cause of the of the reported event. The complaint was confirmed by failure analysis. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: 23075 - a surgeon's hand may not have been touching the right mtm while in following mode at surgeon side cart1. Device history record (DHR) review-DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause in this case is attributed to yaw searchlight.

Event description:
Refer to h11 for follow-up information.